Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability; all this is related to design. Appropriate improvement action plans were established through a CAPA.

Event description:
Additional information was received and it was reported that five minutes into a transcatheter aortic valve replacement (tavr) procedure, the transducer interrupted the imaging and displayed a "temperature monitoring fault" error (usacquistionhw_31) within five minutes of initialization. The transducer was replaced to continue and complete the procedure. There was a 20 minutes delay while the replacement transducer was retrieved. There was no patient or user injury reported with either the initial or replacement transducers. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), and update the result code (see section h6).